Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. No visible damage were found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The infusion was started. During the infusion different drop alarms occurred (too many drops, too few drops, flow-alarm). The reason for the alarms could not be clarified. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -8,87%. A infusion with the drop sensor was performed. At this juncture could the error description reproduce. After a few minutes the pump alerts with a "too many drops" alarm. The device was disassembled and the inside was investigated. The plastic clip for the pump frame on the inner frame was broken. The damage is due to an impact damage. The complaint could not be confirmed. The plastic clip for the pump frame on the inner frame was broken. The damage is due to an impact damage.

Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "peculiar delivery of an infusion pump". According to the customer: peculiar delivery of an infusion pump. "